Event description:
Material no. 367364, batch no. 8313921. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract when the button was pushed. The following information was provided by the initial reporter: "we have had a couple of 23 g butterfly¿s (ref 367364) last week that did not retract when the button was pushed. They did save one of them."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367364, batch no. 8313921. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract when the button was pushed. The following information was provided by the initial reporter: "we have had a couple of 23 g butterfly¿s (ref 367364) last week that did not retract when the button was pushed. They did save one of them."